Manufacturer narrative:
A medtronic representative went to the site to test the system. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case, the system was positioned over the patient on the bed using lift <(>&<)> shift, and then was unable to move after that. The gantry would not close and would not move forward, back, or side to side. They were able to manipulate the bed height instead of the system during the case. There was no impact to the patient outcome and delay there was no delay.